Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a synocpal episode, and the lead was found to have a slow rise in impedance. Follow up was done and produced no further information. The lead remains in use. No further patient complications were reported as a result of this event.